Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent and unrelated surgical procedure wherein the ipg was not placed into surgery mode and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unsuccessful. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.